Manufacturer narrative:
Confirmation was received from the manufacturer that no further information about this case will be obtained. As the device was not explanted and neither the serial number, nor the CT, are available for analysis, no investigation can be performed at this time. However, according to the event description, the device dysfunction resulted from pannus overgrowth. Although the exact etiology of pannus formation is not known, the condition is an inflammatory response that is considered to be attributable to patient condition. If further information becomes available at a later time, appropriate investigative actions will be performed.

Manufacturer narrative:
Device will not be returned.

Event description:
The manufacturer was notified on (B)(6) 2016 of a double valve in valve performed on a perceval valve and a competitor's mitral prosthesis. A sapien valve was successfully implanted in both failed prosthesis. A perceval failed after 2 years due to pannus overgrowth, no sign of structural valve deterioration or endocarditis were detected. The patient also had a carpentier-edwards mitral valve failing after 8 years (valve already implanted at the time of the perceval implant). Due to the failure or both aortic and mitral bioprosthesis a double viv with 2 sapien valves were performed. Perceval was a size l and the sapien inside was a size 23 (selected because of the CT scan): no gradient and no ar after the implantation which concluded that the perceval was in the surgeon's opinion heavily oversized initially. The surgeon referred that the perceval was very d-shaped due to the mitral valve in place, presenting with one cusp immobile.